Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device faulting during use. A possible cause of fault issues, which could be error codes received or activation issues are blade damage. Blade damage may occur form external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during an unk procedure, the shear faulted during use. Unk how case was completed. There were no adverse consequences to the pt.